Event description:
The reporter said that while performing a daily device testing and inspection procedure, the user observed that an electrode plate had separated from the device's adult paddle assembly. The customer said there were no adverse affects as a result of the reported incident.

Manufacturer narrative:
H6: medtronic replaced the adult hard paddle plates. Through a conversation with the reporter, medtronic determined the metal plates had fallen off due to insufficient adhesive between the metal plate and the adult paddle plate assembly. Medtronic worked with the vendor to increase the amount of adhesive on the metal plates and improve plate retention.